Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, "monitor no display." The fse clarified that the x-ray tube was broken, rendering the system incapable of making x-ray exposures. There is not report of pt injury or death.